Manufacturer narrative:
Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of transient ischemic attacks (tias) and syncope are listed in the xact instruction for use adverse events as potentially associated with carotid stents and embolic protection systems. Based on the information provided, a conclusive cause for the reported stent fracture and subsequent patient effects could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that on (B)(6) 2018, an xact stent was successfully implanted, without any device issues, in the right internal carotid, across a bifurcation. On (B)(6) 2019, the patient presented with transient ischemic symptoms and syncope. Imaging was performed and the xact stent had partially fractured. The physician is unsure if the tia symptoms and syncope are related to the xact stent or if they are related to the patient's pre-existing atrial fibrillation. There was still good blood flow through the stent so no treatment was deemed necessary. The event did not required hospitalization and no treatment was provided. No additional information was provided regarding this issue.